Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. The patient had recently underwent radiation therapy for unrelated issue. Upon interrogation, the pulse generator exhibited backup vvi operation. A software download was performed successfully. The patient would continue to be monitored with routine follow up.